Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low glucose about two hours after meal announcements while using the ilet and began announcing meals as ¿less,¿ then stopped announcing meals all together. The healthcare provider recommended and assisted with a factory reset and reinforced appropriate meal announcements, after which performance improved though not fully optimized. Symptoms included hypoglycemia, with glucose reportedly in the 50s to 60s and treated with fast-acting carbohydrates. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically failure to follow instructions for accurate meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.